Event description:
Left knee swelling extends from toe to groin; left knee effusion. Info was rec'd on 3/2/07 from a pt designee concerning a female pt with a medical history of mild knee pain and swelling due to osteoarthritis, who rec'd a series of three synvisc injections into her left knee on the event day, the following month and one week later. Three to four days after the first injection, the pt experienced swelling in her left knee. The knee swelling increased after the second and third synvisc injections. Clear fluid was extracted from her left knee on an unk date and no infection was noted. The pt's left knee swelled three to four times its normal size and the swelling extended from her toes to her groin on her left leg. The pt was hospitalized from one week in 2007. She rec'd physical therapy and required a walker to ambulate. At the time of this report, the pt had mild improvement in her left knee and leg swelling and was taking narcotic painkillers.